Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a follow-up appointment, high impedance was detected on the right implantable neurostimulator, a deep brain stimulation implantable pulse generator (ipg). The impedance measured 3496 ohms and 3480 ohms, which was outside the acceptable range for magnetic resonance imaging (MRI) eligibility. The left implantable neurostimulator was functioning correctly. The representative conducted impedance tests using a tablet at maximum and incremental settings. The MRI staff decided not to proceed with the imaging due to these findings. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturing representative (rep). Rep reported that cause of high impedance was unknown. Rep reported that impedance were run at a higher power but did not clear. Rep reported that high impedance have not resolved.